Event description:
As reported: "a patient required revision surgery due to dislocation of the device".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note correction to h6 (device code). This device is concomitant and did not contribute to the reported failure. Therefore, this complaint and MFR report #: 3000931034-2024-00078 are closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "a patient required revision surgery due to dislocation of the device".